Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported a lowlead impedance measurement (less than 200 ohms) during the implant attempt of the subject lead. Specifically, it was indicated that prior to fixing the tip of the lead, psa measurements indicated a p-wave amplitude between 0.5 and 0.6 mv, the atrial threshold was measured as 5.0 v/0.35 ms, the atrial impedance was measured less than 200 ohms, and atrial capture failure was apparent. Noise was also apparent within the egm and the p-wave amplitude became undetectable. The physician then fixed the lead tip into the heart muscle and there were again similar electrical issues. Another lead was subsequently implanted.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported a lowlead impedance measurement (< 200 ohms) during the implant attempt of the subject lead. Specifically, it was indicated that prior to fixing the tip of the lead, psa measurements indicated a p-wave amplitude between 0.5 and 0.6 mv, the atrial threshold was measured as 5.0 v/0.35 ms, the atrial impedance was measured < 200 ohms, and atrial capture failure was apparent. Noise was also apparent within the egm and the p-wave amplitude became undetectable. The physician then fixed the lead tip into the heart muscle and there were again similar electrical issues. Another lead was subsequently implanted.

Manufacturer narrative:
Preliminary analysis of the returned lead confirmed an insulation issue within the connector section of the lead that could explain the reported electrical issues.

Event description:
The physician reported a lowlead impedance measurement (less than 200 ohms) during the implant attempt of the subject lead. Specifically, it was indicated that prior to fixing the tip of the lead, psa measurements indicated a p-wave amplitude between 0.5 and 0.6 mv, the atrial threshold was measured as 5.0 v/0.35 ms, the atrial impedance was measured less than 200 ohms, and atrial capture failure was apparent. Noise was also apparent within the egm and the p-wave amplitude became undetectable. The physician then fixed the lead tip into the heart muscle and there were again similar electrical issues. Another lead was subsequently implanted.